Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon had the outer seal on (3) 511o trocars split. Another instrument was used to complete the case. There was no consequence to the pt.